Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2007" the plaintiff was implanted with an ams apogee system with intepro to treat rectocele. The plaintiff's attorney alleged that "after experiencing severe complications including erosion," the plaintiff "underwent a procedure to remove part of the mesh in 2010." The plaintiff's attorney also alleged that the plaintiff "has suffered and will continue to suffer pain, disability, impairment, loss of enjoyment of life, inability to engage in chosen activities," and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.